Event description:
It was reported that the user experienced hypoglycemia while using the ilet with a dexcom g7 sensor, with a documented blood glucose of 63 mg/dl and subsequent value of 68 mg/dl trending upward; the user asked about adjusting target range and whether the ilet suspended insulin when glucose was trending low, and support confirmed insulin delivery had stopped during the downward trend and advised contacting the healthcare provider for target adjustments. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and recovery without hospitalization. Investigation included review of available system data to confirm insulin suspension during the low trend and provision of user education and troubleshooting. Investigation of this case revealed normal device behavior with insulin suspension during hypoglycemia risk and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.